Event description:
Ut was reported that the system displayed low voltage, high current, and ma on in error messages. The ma on in error message will result in a system shut down. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply connector ps-2 and all circuit boards in the controller sub assembly were reseated. The system was tested and found to be working as intended and returned to service.